Event description:
It was reported that the customer experienced a low blood glucose level of 49 mg/dl. The customer also reported she received motor error alarms. The most current blood glucose level was 289 mg/dl. She was advised to disconnect from insulin pump and revert to back up plan. The product will be returned. Nothing further to report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).